Event description:
Bayer case number: (B)(4). Scattered and shifting pains [pelvic pain female], generalised inflammation [inflammation], incredible tiredness that never gets better [tiredness], musculoskeletal-tendon-ligament pain without specific aetiology [musculoskeletal pain], ligament pain, tendon pain, disturbed sleep, early menopause. Case narrative: the below report was received by health authority ansm (reference number: (B)(4)) on 18-jul-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("scattered and shifting pains") in a 48-year-old female patient who had essure inserted (lot no. C03101) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. In march 2016 she experienced pelvic pain (seriousness criterion medically important), inflammation ("generalised inflammation"), fatigue ("incredible tiredness that never gets better"), musculoskeletal pain ("musculoskeletal-tendon-ligament pain without specific aetiology"), ligament pain ("ligament pain"), tendon pain ("tendon pain"), sleep disorder ("disturbed sleep") and premature menopause ("early menopause"). At the time of the report, none of the events had resolved. No causality assessment was received for essure with regard to inflammation, pelvic pain, fatigue, musculoskeletal pain, ligament pain, tendon pain, sleep disorder or premature menopause. The reporter commented: insertion of two essure tubal sterilisation devices on (B)(6) 2014, carried out in a private hospital. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 60 kg. Case comments: a technical investigation will be conducted, including a batch review, and a review of complain records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Manufacturer narrative:
Bayer case number: (B)(4) scattered and shifting pains [pelvic pain female], generalised inflammation [inflammation] , incredible tiredness that never gets better [tiredness] , musculoskeletal-tendon-ligament pain without specific aetiology [musculoskeletal pain], ligament pain [ligament pain] , tendon pain [tendon pain] , disturbed sleep [sleep disturbed] , early menopause [early menopause] . Case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 18-jul-2025. The most recent information was received on 31-jul-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("scattered and shifting pains") in a 48-year-old female patient who had essure inserted (lot no. C03101) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2016 she experienced pelvic pain (seriousness criterion medically important), inflammation ("generalised inflammation"), fatigue ("incredible tiredness that never gets better"), musculoskeletal pain ("musculoskeletal-tendon-ligament pain without specific aetiology"), ligament pain ("ligament pain"), tendon pain ("tendon pain"), sleep disorder ("disturbed sleep") and premature menopause ("early menopause"). At the time of the report, none of the events had resolved. No causality assessment was received for essure with regard to inflammation, pelvic pain, fatigue, musculoskeletal pain, ligament pain, tendon pain, sleep disorder or premature menopause. The reporter commented: insertion of two essure tubal sterilisation devices on (B)(6) 2014, carried out in a private hospital. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 60 kg. Batch number- c03101; manufacture date-2013-12-12; expiration date-2016-12-31. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 31-jul-2025: quality safety evaluation of product technical complaint. Case comments: a technical investigation was conducted, including a batch review, and a review of complain records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.